Manufacturer narrative:
The manufacturer corrected their initial assessment that "no information was provided in the complaint that would point to a cause for the discrepant results." This was communicated on a previous follow-up report. The manufacturer has corrected this to state that since the customer was unsure if the patient took an extra dose of coumadin, an extra dose of coumadin could lead to discrepant results.

Manufacturer narrative:
Na.

Event description:
The nurse called to complain of erroneous high results she received while testing a patient on his home coaguchek xs meter with an unspecified serial number. The initial test on the meter was 6.0 inr. The nurse squeezed more blood from the same finger stick and the 2nd result was 5.5 inr. A new finger stick should be used for each test. The nurse used a new finger stick and the 3rd result was 4.6 inr. All 3 tests were obtained within a few minutes. All results were reported to the cardiologist since they weren't sure which results were correct. The patient was advised to hold his coumadin dose for 1 day based on the higher than normal results. The patient's therapeutic range is 2.0-3.0 inr. No adverse event occurred. The patient feels fine. The patient is anemic. The patient is not on heparin and has no antiphospholipid antibodies. The patient's hct was not known. Prior to the comparison testing, there was no change in the patient's coumadin dose, but the nurse was not sure if the patient had taken an extra dose. The patient is not taking any new medication; there has been no change in his diet; he has not been ill and had no high symptoms. The meter and strips were requested for investigation.

Manufacturer narrative:
The customer has not returned any product. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation cannot be completed.